Event description:
The reported event happened in great britain. It was reported that the yellow part of the device detached/broke during surgery inside the patient. Broken pieces were easily removed. Additional patient information is not available.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Investigation conclusion and root cause: the cutting loop is broken off at the current supplying side at the level of the exit out of the yellow insulation. The break has the appearance of a forced break. The cutting electrode remaining insulation is bent to the side. Device history records (DHR), recent product or process changes were reviewed. According to the results of the device history review, there was no indication for a manufacturing failure. Due to the appearance of the broken surface and the bending of the electrode, it is most likely, that excessive force has been applied during application. Appropriate warnings not to overload or to bend the electrode are already included in the IFU. Risk management got informed about the necessary occurrence level adjustment. The event is filed under internal karl storz complaint ID: (B)(4).